Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue could not be verified; the alleged occlusion issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified (cracked touch screen).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, it was reported that a cartridge change error occurred with multiple cartridges during the load process. Customer's blood glucose level was 300 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.